Event description:
This is a spontaneous report received by baxter (B)(4) from a sales rep on (B)(6) 2010 about a transfer set with a crack. After lifting something heavy, the patient noticed a wet bandage. On (B)(6) 2010 a (B)(6) was determined, and peritonitis was diagnosed. The patient was treated with antibiotics. The patient has been performing automated peritoneal dialysis since (B)(6) 2006. The transfer set involved with this incident was on the patient since (B)(6) 2009. The patient was using iodine caps as disinfectant. The patient did not over-torque the twist clamp. The sample is available for evaluation.

Event description:
The following additional information was obtained: the patient started automated peritoneal dialysis (apd) with physioneal 1.36% on (B)(6) 2006. On (B)(6) 2010, the patient experienced abdominal pain, chills and cloudy dialysate (summarized as peritonitis in the initial report). The patient was hospitalized and received antibiotic therapy with cephalosporin, ceftazidime, gentamicin and vancomycin. On (B)(6) 2010 the patient's therapy was switched to continous ambulatory peritoneal dialsysis (capd). A microbiological culture of the dialysate revealed aerobic spore-forming bacteria. On an unreported date, the patient recovered.

Manufacturer narrative:
(B)(4). Upon further investigation, it was identified that the alert and aware date for this event is (B)(6) 2010. Evaluation summary: the sample involved was received for evaluation with the cap on the dark blue connector and no cap on the patient connector. The sample was disinfected with 10:1 bleach solution. The sent was functionally hand tightened to a laboratory titanium adapter. During the visual inspection, no manufacturing abnormalities were noted. The sample was also tested underwater at 8 pounds per square inch (psi) with no leak noted. Therefore, the complaint could not be confirmed in the laboratory. Since the sample evaluation in this case found no functional problem with the returned sample, a complaint summary report was run in the complaint handling system for all cases of broken transfer sets consistent with the complaint text problem description from (B)(6) 2009 through (B)(6) 2010, the 14 months including the (B)(6) occurrence of this event and the (B)(6) in which this complaint was opened. Analysis of the data found a total of 101 incidents with a possibility of exhibiting symptoms consistent with the complaint text over 14 full months. Of the 101 occurrences, 5 reported peritonitis or other medical impact (including this complaint). There is no adverse trend for this issue, as there has not been an increase in data for 3 consecutive months.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.